Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when firing the instrument, the clips were malformed. This happened several times with each instrument. Another like device was used to complete the procedure. There was a ten minute delay. There were no adverse consequences for the patient reported. Five devices were discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: everything was done as normal and the clips were fired according to IFU.